Manufacturer narrative:
(B)(4). This event occurred in (f)(6).

Event description:
The customer received a questionable vanc (vancomycin) result for one patient sample. The initial result from a tube without gel was 73.0 mg/l and was reported to the doctor. The repeat result in a sample cup was 2.9 mg/l and the repeat result of the primary sample tube was 2.3 mg/l. The patient was not adversely affected. The reagent lot number was 13812401. The expiration date was requested but was not provided. The tube was not well filled with only 1.5 cm of sample. There were no other problems before or after the issue. A sample cup with only water was tested and the vancomycin result was 67 mg/l. Based on the provided calibration and qc data which was in range, an instrument problem was not suspected. Upon follow up, it was confirmed the instrument was now performing within specifications.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided.